Event description:
Reported by patient as: "I had a second infected port. I was treated with intravenous antibiotics, and the port was removed. I spend a few days in the hospital." Follow up with the doctor reveals: "3 attempts at due diligence to ask if this infection and pain were device related with no reply back from the physician."

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Pain and infection are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."